Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the patient's ventilation was not interrupted, the screen reset immediately, and the patient remained unharmed. The screen blackout was caused by a brief hmi restart, which had no impact on therapy delivery. Device logs confirm continuous ventilation throughout the event, and no device replacement was performed.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer reports: "I have a hamilton-c6 (s/n (B)(6)); "screen went black with audible alarm for period of 3-4 seconds before powering back up and continuing to work as normal." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "customer reports: "I have a hamilton-c6 (s/n 6284); "screen went black with audible alarm for period of 3-4 seconds before powering back up and continuing to work as normal." No clinical signs, symptoms or conditions. No health consequences or impact.